Event description:
It was reported that cartridge alarm 20 occurred and stopped insulin delivery while pump was in use rather than during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved, with no further problems reported.